Event description:
On (B)(6) 2011, this ra lead had no capture at maximum outputs. Sensing appeared to be functional with p-waves 0.7 - 0.8 mv. Upon xray, lead has appeared to be dislodged. Physician to review the situation on (B)(6) 2011. The I physician is dr. (B)(6) at (B)(6) medical center in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).